Event description:
It was reported by the rep that the (1) atw35 was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported that the surgeon tried to fire the instrument but it would not fire. The case was completed with another device. There was no consequence to the pt.